Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of vascular injury, hypotension are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a guide break include, but not limited to, challenging anatomy, high angle of insertion, excess downward force, or aggressive downward or torsional pressure. The separated guide likely contributed to the foot functionality and subsequent device entrapment. The patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a closure of the right common femoral artery using a prostyle device after an interventional lower extremity procedure with a 6fr sheath. Reportedly, after deploying the foot the device broke between the guide tube and the guide and the device became stuck. The device was held together by the actuator wire. The plunger was removed and the handle halves were separated to access the actuator wire to manually close the foot of the device. The device was then simply removed. While doing this, vessel damage occurred and the patient's blood pressure dropped. The blood pressure was treated with medication. A covered stent was placed contralaterally to repair the vessel and achieve hemostasis. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.